Event description:
It was reported the needle detached singly from the port. The customer fixed the needle correctly with adhesive tape at the wings. The cannula slipped out of the port.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.